Event description:
It was reported the patient's vns was disable for about of mania the patient was having. The patient did not have a history or mania prevns implant and the vns was disabled to see if related to their therapy. The patient was hospitalized for treatment of their manic event. At this time unknown relationship of the event to their vns therapy. The patient was discharged from hospital so manic episode is controlled.